Event description:
Nurse on am shift attempted to give aspirin through nasojejunal (nj) tube after diluting and breaking up aspirin. Nurse said nj was hard to flush and had to pull back on the tube/power flush line a couple times but medication eventually flushed. I am unsure what led to the kidney, ureter, and bladder (kub) x-ray but a 2 kubs were done that confirmed a kink in the nj tube. The tube was removed and shown to have a tear approximately an inch and a half before the end of the nj tube, where medication is normally dispensed. The tubing was given to management.